Event description:
The customer reported a leak from an unknown location inside the hmx autoloader instrument. The instrument was generating "rf" voltage errors when the leak was noticed. The volume of the leak was less than 2 ml and was contained within the instrument. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the fitting on the flow cell was broken. The fse replaced and aligned the flow cell and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).